Event description:
The patient's defect was balloon-sized to stop-flow at 23 mm and a 22 mm amplatzer septal occluder (aso) was implanted in 2007. Approximately (B)(6) post-implant, a pericardial effusion (pe) was confirmed by an echocardiogram. The patient was admitted for surgery and the effusion was drained. The source of the bleeding was not found and the age of the pe was unknown. A CT angiogram was performed and the aso was observed 4.5 mm away from the posterior portion of the aorta. Aso migration was not suspected as device placement was stable as evidenced by intra-operative tee and tte. While the cause of the pe was unknown, the implanting physician believed the pe may have been caused by possible erosion of the aso at the superior rim of the left atrial wall near the septum and right, upper pulmonary vein. The CT also revealed bilateral pulmonary emboli so the patient was placed on anticoagulant therapy. Currently, the aso remains implanted and the patient is undergoing weekly echocardiograms to ensure the effusion resolved. Additional details are being solicited.

Manufacturer narrative:
Description was updated. This event was reviewed by the st. Jude medical erosion board who confirmed that erosion occurred.

Event description:
The patient initially presented with complaints of feeling ill and dizziness including a prolonged syncopal spell and was transferred to the emergency room. After she was diagnosed with pericardial effusion, she had another syncopal episode, was intubated and taken to the cath lab for pericardiocentesis resulting in tamponade. Approximately 300 cc's of blood was drained. The patient was referred for emergent surgery due to suspected erosion. The source of the bleeding was not found as no perforation was found. Post-surgery, the patient was transported to the cicu in stable condition. The patient's medical history was negative for other risk factors.

Manufacturer narrative:
Sjm could not evaluate the device involved in this incident since the device remains implanted. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including (B)(4). A review of manufacturing documentation confirmed this device successfully completed these tests. The cause of the reported event remains unknown.